Event description:
It was reported the patient¿s system was explanted. It was noted impedance testing, x-rays, and reprogramming were performed. It was reported the patient experienced drainage and incisional wound opening at the right side of the implant. It was reported a full course of perioperative antibiotics were administered. It was noted the x-ray was to confirm locations for explant. It was reported the reprogramming resulted in satisfactory stimulation and impedances were normal. It was noted there was infection at the pocket site. It was reported the infection was not yet resolved and the patient was recovering. It was reported the antibiotics were administered for ten days. It was noted there was no further interventions.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).